Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that his onetouch verio iq meter was reading inaccurately high compared to his feeling/ normal result(s). The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that on (B)(6) 2013, he obtained blood glucose readings of "592, 590, and 600mg/dl" with the subject meter (times not specified). The patient's testing frequency and normal blood glucose range are not known. It is also not clear if the patient tested his blood glucose with another/ secondary device after the alleged issue occurred. The patient manages his diabetes with insulin (self adjuster); however, in response to the alleged meter issue, the patient reportedly consumed more food/drink on (B)(6); the patient's blood glucose reading prior to his action is not clear. According to the csr's documentation, as a result of the alleged meter issue, the patient reportedly developed symptoms of dizziness and shaking on the evening of (B)(6). It is not clear, however, if the patient associated his reported symptoms of low or high blood glucose and the his blood glucose reading prior to the onset and/or during his symptoms is not clear. According to the csr's documentation, the patient reportedly denied receiving any form of medical intervention after the alleged meter issue occurred. It is not known when the patient's symptoms abated. At the time of troubleshooting, the csr was unable to verify the meter's unit of measurement setting. Replacement products were sent to the patient. Although it is unknown how the product may have been a factor in the patient's injury this complaint is being reported because the user allegedly suffered symptoms indicative of a serious injury while using the product.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.